Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Gastrointestinal bleeding has been identified as a known potential risk associated with use of all vads as outlined in the instructions for use (IFU). Although this event is likely related to the device support and required anticoagulant therapy, there is no evidence to suggest a relationship to any device performance or manufacturing issues. Known contributing factors to gi bleeding include individual patient comorbidities and pharmacological factors. The IFU addresses guidelines for optimal patient management, including therapeutic anticoagulation guidelines. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the patient had an upper gi bleed on (B)(6) 2016, while hospitalized for bacteremia (reported separately) but complaining of dyspepsia. It was stated that an esophagogastroduodenoscopy (egd) was performed with a small dieulafoy lesion seen and clipped with hemostasis and a small polyp was also removed. Patient received 2 units of packed red blood cells. It was stated that the gi bleed was resolved on (B)(6) 2016. No additional information available.